Event description:
It was reported that on (B)(6) 2025. A 25mm amplazter amulet was implanted in a patient. The procedure was completed without complications. The sizing of the device was determined using transesophageal echocardiography (tee) and angiography. The landing zone measurements used to determine the device size were 21 mm, 20 mm, and 20 mm during angiography. During the procedure, tee and angiography were used as imaging modalities. The shape of the device at the time of implant was described as ¿tire.¿ a tension test was performed, and the left atrial pressure at the time of the procedure was above 12 mmhg. Fluid was administered during the procedure specifically, 500 ml. There was no leak detected around the lobe of the device during the procedure. The procedure was described as complex, with the device being recaptured two times. The close criteria were not fully satisfied, with the ¿c¿ criterion not met (less than half of the lobe behind the circumflex artery). No rhythm changes were observed during the procedure. However, on the following morning, (B)(6) 2025, the patient experienced chest pain, and a transthoracic echocardiogram revealed that the occluder had embolized and migrated to a position between the left ventricle and the mitral valve. No additional symptoms were observed. The implanter believed the cause of embolization was that the device had been implanted too proximally. On (B)(6) 2025, the occluder was successfully retrieved via the aorta using an 18-gauge catheter and a snare in a percutaneous procedure. The retrieval was considered an emergency procedure to prevent permanent impairment or death. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization with patient effects of angina was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported embolization with patient effects of angina could not be determined. A surgical intervention was likely a cascading effect of the event, as the device was snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.